Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the events. The patient was treated with injection meropenem (250 mg per bag, route and frequency were not reported) and injection vancomycin (1 gram per bag, route and frequency were not reported) for peritonitis. At the time of this report treatment was ongoing and the patient was recovering. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon follow up, it was reported that the peritonitis was manifested by abdominal pain and weakness. The patient was hospitalized for event. At the time of this report, the patient was recovering from the abdominal pain and weakness events and has recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.